Event description:
The complainant reported that a vaxcel pasv PICC had been therapeutically placed in a pt (age and gender unk) in 2006. During the flushing of the device six days later, the clinician reported that they were unable to perform the procedure, as the device was found to be clogged. The catheter was then successfully aspirated and flushed. Two days later, the pt presented with deep vein thrombosis (dvt) in the right basilic vessel. The dvt was reported to have been successfully treated (therapy unk) and resolved. On the following day, the next day, the clinicians found a hole in the catheter which was located distal to the suture wing. The device was then removed from the pt and another replacement device was successfully implanted in the pt's other arm. There was no indication from the complainant that the dvt was as a result of the PICC having been obstructed or as a result of the hole found in the catheter.

Manufacturer narrative:
This device has been received by this MFR, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.